Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, it was implanted in the patient, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. One possible root cause for the reported problem is the excessive force was applied by the surgeon while pulling on anchor to seat the anchor. However without the return of the complaint device, and no further information provided we cannot determine a definitive root cause. No nonconformances were identified for this part number, lot number combination per qlik query executed on 09/03/2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
Additional information received from the affiliate reported the alleged malfunction occurred on august 16, 2019 during a procedure when the sutures pulled out of anchor after implantation when the surgeon pulled on anchor to seat anchor in place. It was reported the anchors were left in the patient and the surgeon used additional anchors with different lot number to complete the case. The affiliate reported new bone holes were created each time a new anchor was used and the patient had good bone quality because it was a young patient.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional pro-codes: hty;jdr;mbi. Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the healthcare professional via cst tool that during a shoulder arthroscopy the suture of the two gryphon p br anchors with orthocord pulled out. The suture bridge within the anchors failed, a portion of the anchors were left in patient. The surgeon put in additional anchors with different lot numbers to complete case. No patient consequences had been reported nor surgical delay. This device is property of the hospital. The procedure has been successfully completed. This report is 1 of 2 for (B)(4).